Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high creatinine result for one patient generated by unicel dxc 800 pro clinical system. The erroneous result was reported out of the laboratory. A delta check on a second sample yielded a lower result; hence, the customer to repeated the original sample on the same unit and an alternate unit. Lower results were obtained from both runs, which confirmed the lower result. Unknown if patient treatment was initiated or withheld.

Manufacturer narrative:
Controls pre and post event were within the lab's established ranges a bci field service engineer (fse) found a leak around the drain and the light sensor fittings. Fse replaced the unleveled modular chemistry sample probe.